Event description:
Additional information was received. It was reported that the patient presented with an iliac type I endoleak approximately one month ago. The patient was treated with two iliac stent grafts and the endoleak successfully resolved.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 43 months ago. There was a 6.4 cm abdominal aortic aneurysm, a 4 cm left common iliac aneurysm and a 6.5 cm heterogenous left internal iliac aneurysm at the time of implant. It was reported that a recent CT angiography showed the aneurysm has slightly enlarged to 6.8 cm with the presence of a distal type 1 endoleak at the end of the right iliac limb. An 18 x 22 flared iliac limb was implanted close to the hypogastric artery without covering it and successfully resolved the distal type 1 endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information for this case was received. The films revealed that the post-secondary extension implant show that the aneurx bifurcate is positioned just below the renal arteries. The proximal aortic neck is angulated approximately 90deg l-r and a-p. The ipsilateral limb is placed in the right iliac; crossing over the contra limb, and extending in the right external iliac. The right internal is coiled. A smaller (13mm diameter) stent graft is floating within a larger (22mm) stent graft; no endoleak is seen. A 13mm stent graft is seen extending into the left external iliac. Currently the aaa measures 8.5cm, and there is a 4 x 4.5cm right common iliac aneurysm and a 4.5 x 5cm left common iliac aneurysm; no endoleak is seen on the left side. Earlier follow-up images, including images during the reported endoleak, were not provided. The cause of the endoleak is uncertain; likely due to continued disease progression.

Manufacturer narrative:
Evaluation codes, results: endoleak; bilateral iliac artery aneurysms. Evaluation codes, conclusion: bilateral iliac artery aneurysms. Required secondary intervention.

Manufacturer narrative:
Method: (films).